Manufacturer narrative:
This device has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain.

Event description:
Boston scientific crm received information that this pacemaker exhibited an estimated battery longevity of 4 years remaining during device check six months prior. Now the device estimated longevity remaining noted less than 0.5 years. No output changes were reported since the last appointment. A memory download was sent for engineering analysis. The root cause of the early depletion could not be identified. It was noted that the device was close to elective replacement time (ert) and engineering recommended replacing the device soon after the device declares ert. This device was explanted and a new device was successfully implanted. To date, no adverse patient effects were reported.